Event description:
In 2009, a doctor reported to sybron implant solutions that a patient had a pitt easy implant abutment screw fracture.

Manufacturer narrative:
It was reported that a patient had a fractured abutment involved in this incident. The product was returned to MFR for evaluation. Evaluation anticipated.